Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned. Electrical testing and visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the left ventricular (lv) lead had high capture threshold measurements. The lead was explanted and replaced. The patient was in stable condition.